Event description:
This male patient with a history of previous coronary bypass surgery (CABG), a prosthetic heart valve, hypertension, hyperlipidemia, a known hypersensitivity (allergen unspecified) with skin rash, and type ii diabetes was admitted for coronary evaluation due to stable angina and resting ECG changes. The patient was currently taking aspirin, warfarin, statins, ace inhibitors, and beta-blockers. His latest inr measured was 4. No other baseline vital signs or lab values were reported. Angiography revealed a 95%, 14mm, type b2 lesion in the ostium of a saphenous vein bypass graft (svg) to the mid left anterior descending artery (lad). The reference vessel diameter was 3.5mm. Aspirin, a loading dose of plavix (600mg), aggrastat, and heparin were administered. Clotting times were not measured during the procedure. The physician initially attempted to place a 3.5 x 18mm cypher select stent via direct stenting technique; however, the stent failed to cross the target lesion. The lesion was then pre-dilated with a 1.5 x 25mm inflated to 8 atms. The same 3.5 x 18mm cypher select stent was then positioned within the target lesion and was deployed to 20 atms with satisfactory results. The stent was not post dilated. Residual stenosis was 10%. There was no evidence of thrombus or dissection following stent placement. The patient was discharged the following day with orders for plavix (12 months duration), warfarin, statins, ace inhibitors, and beta-blockers. At one-month follow-up, the patient denied any cardiac symptoms and was compliant with all cardiac medications. Seven months post index procedure, the patient returned for a repeat coronary evaluation due to continuing angina. He was currently compliant with all cardiac medications. Angiography revealed a 99% focal (<10mm), instet restenosis of the 3.5 x 18mm cypher select stent implanted in the ostium of the svg to the mid-lad. This was treated with the placement of a 3.5 x 15mm xience drug-eluting stent.

Manufacturer narrative:
In summary, this patient has a medical history of previous coronary bypass surgery (CABG), a prosthetic heart valve, hypertension, hyperlipidemia, a known hypersensitivity (allergen unspecified) with skin rash, and type ii diabetes, which puts him at increased risk for a major adverse cardiac event. The cypher select stent is indicated for improving coronary luminal diameter in patients with symptomatic de novo and in-stent restenotic lesions (length </= 30 mm) in native coronary arteries with a reference vessel of 2.25 to 4.0mm. The stent was deployed to 20 atms with a residual stenosis of 10%. The device's instructions for use (IFU) warns the user not to exceed rated burst pressure as indicated on the product label, as this may result in vessel damage. The IFU cautions that all efforts should be taken to assure that the stent is not under dilated. If the initial angiographic results are suboptimal, the stent may be further expanded using a low profile, high pressure, and non-compliant balloon catheter. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. Restenosis is a known potential complication of coronary stenting and is multi-factorial in etiology. In this case, there are patient, vessel, and procedural factors that may have contributed to this event. Cypher select is not distributed in the us; however, it is similar to us distributed cypher product.